Event description:
Boston scientific received information that the pocket was irritated and they found one of the leads had excess that was considered pre-erosion. The field representative noted that they were unsure which lead had excess as the physician asked them to wait outside of the operating room. It was noted that there was no sign of infection and that the lead never actually eroded through the pocket. The device was moved sub pectorally and the excess lead was secured. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.